Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, brown particles on the surface of the shell, encapsulation >50%. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - rupture: not observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.